Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not switch to the second battery when the first battery was depleted and unexpectedly powered off. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.